Manufacturer narrative:
G4 - premarket: k163174. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that improper labelling occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge? Balloon catheter was advanced for use. Following inflation of the balloon, the 12 mm balloon was noticed to have extended well beyond the marker bands, indicating that an incorrect balloon length had been labeled on the box. It was also reported there was a device detachment, but no further details were provided. The procedure was completed without any patent complications reported. It was further reported that the target lesion was 90% stenosed with moderate calcification. Previously it was reported that there was a device detachment but now it is reported there was no detachment.

Manufacturer narrative:
G4 - premarket: k163174. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was not returned for analysis; therefore, a technical analysis could not be performed. An angiographic image was received showing the balloon expanded, positioned on a guidewire and exiting through a guide catheter. The image captures that the balloon is slightly compressed (not fully expanded in its mid-body). This is likely due to stenosis. A review of the balloon profile length, in accordance with the markerband placement does not indicate an issue with balloon length. It is noted that the specified balloon length of 12mm is measured from the proximal and distal highest dilation points in the balloon, referred to as the working channel length of the balloon. The balloon length is not measured from the proximal balloon sleeve to the distal balloon sleeve. From the image provided, the balloon length profile appears to be correct in accordance with the placement of the markerbands, evident in the image.

Event description:
It was reported that improper labelling occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for use. Following inflation of the balloon, the 12 mm balloon was noticed to have extended well beyond the marker bands, indicating that an incorrect balloon length had been labeled on the box. It was also reported there was a device detachment, but no further details were provided. The procedure was completed without any patent complications reported. It was further reported that the target lesion was 90% stenosed with moderate calcification. Previously it was reported that there was a device detachment but now it is reported there was no detachment.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. G4 - premarket: k163174.

Event description:
It was reported that improper labelling occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge? Balloon catheter was advanced for use. Following inflation of the balloon, the 12 mm balloon was noticed to have extended well beyond the marker bands, indicating that an incorrect balloon length had been labeled on the box. It was also reported there was a device detachment, but no further details were provided. The procedure was completed without any patent complications reported.